Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. It was reported that the patient developed a rash under the therapy electrode pads. The patient reported that the irritation was very sore and that a nurse practitioner stated that it was a fungal rash. There was no broken skin or bleeding, and when he removed the lifevest the rash spread around his torso, up his neck and under his arms. The patient reported using hydro-cortisone cream on the area. During a follow up, the patient reported that a nurse practitioner instructed him to remove the lifevest due to the irritation. The patient reported that he continued to use cortisone cream on the irritation which was then only on his chest and improving.